Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and hospitalization. Customer's blood glucose level was 600 mg/dl. Customer was admitted to good shepherd medical hospital on (B)(6) 2018. Customer treated their high blood glucose levels via insulin pump and IV. Customer advised they have a new insulin pump. Customer's blood glucose went down to 300 mg/dl. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specification. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the delivery accuracy test. Device was also received with cracked minor scratched lcd window and scratched reservoir tube window. (B)(4).